Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -8.50/1.50/099 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Unk. This product is not marketed in the us. Claim# (B)(4).